Event description:
Nellcor puritan bennett received a call from a rep of the user facility on 11/19/1999. The user facility called to report the following problem: unit won't cycle with all leds on. Not on pt.